Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum detached from the hub of the delivery catheter. There was an issue with the septum of the catheter the septum adhesive released of the hub of the delivery catheter. The septum of the delivery catheter was torn. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The septum of the delivery catheter was inside of the hub of the delivery catheter. The adhesive had released from the septum of the delivery catheter. The adhesive was still in the hub of the delivery catheter. The septum hemostasis valve was pulled through the septal hole on the septum. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the problem with the sleeve valve was observed with the catheter, it was impossible to bleed the sleeve. Catheter was never used. No patient complications have been reported as a result of this event.